Manufacturer narrative:
The investigation of high purge pressure, positioning issues, and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Data log shows a 3-minute rise in purge pressure followed by a high purge pressure alarm. The purge pressure resolved with a gradual decreasing trend after 4 hours of case run. No motor current spike was reported during the time of purge pressure rise. The cause of the high purge pressure issue was most likely biomaterial buildup, based on data log review and given clinical details. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the product damage (sleeve damage) issue was not determined since the product was not returned and sufficient clinical information, including clinical images, was not provided.

Event description:
The complainant reported that the impella cp had purge system blocked/purge pressure high alarms. No kinks or blockages were observed. The purge cassette changed with no improvement. Tissue plasminogen activator protocol was done. Additionally, the care team repositioned impella cp for positional alarms, and tuohy-borst was broke. The catheter was secured by using a stat lock at 97cm from 90cm. It was further reported that the family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿